Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's husband reported that the customer was currently hospitalized in intensive care due to diabetic ketoacidosis. The customer's husband stated that the high blood glucose levels were due to the insulin pump not functioning properly. Customer's husband stated that the insulin pump had multiple no delivery alarms that persisted even after set changes were performed. Blood glucose level at the time of admission was not provided. Customer's husband also reported that the customer was a kidney transplant patient and that she was using the insulin pump at the time of hospital admission, but it was later removed. Customer's husband was advised that the insulin pump would be replaced and agreed to return the device for analysis.